Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During procedure, the catheter could not be pulled out after intravascular ultrasound (ivus) was completed. Upon pulling with the non-boston scientific guidewire, it was noted that the ivus catheter and guidewire were entangled. It was further noted that there were no problems with the ivus catheter, and the procedure was completed by using another of the same device. There were no patient complications reported.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was twisted.

Event description:
It was reported that a catheter issue occurred. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During procedure, the catheter could not be pulled out after intravascular ultrasound (ivus) was completed. Upon pulling with the non-boston scientific guidewire, it was noted that the ivus catheter and guidewire were entangled. It was further noted that there were no problems with the ivus catheter, and the procedure was completed by using another of the same device. There were no patient complications reported.